Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-dec-2025, it was reported by an arthrex subsidiary employee via (B)(4) that 2 ar-4068-05sd suture lassos sutures became frayed and unusable when tightening. This occurred during use in a case with no patient effect. No delay in case.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.